Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. A 50 ncm of primary stability was achieved and the patient presented bone type iii.